Event description:
Customer reported device = 596 mg/dl. Customer went to the emergency room (ER). ER device = 118 mg/dl ten minutes later. No treatment ws received. Controls were used two weeks ago and were in range but values were no provided. A request was made for return product and replacement product was sent.